Event description:
It was reported that the device would not drain the collected blood back into the patient. According to the customer it appeared to be blocked and it took 1 hour for the nursing staff to milk the tubing in order to get the blood from the canister to the blood bag. The blood was able to be used for reinfusion. No blood was discarded and no pre-donated or bagged blood was required. There were no adverse consequences and no medical intervention reported.

Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation.